Manufacturer narrative:
Findings: unit passed displacement test. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty sensor glucose the motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip. Should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.